Manufacturer narrative:
Concomitant medical product: product ID: 1845020, serial/lot #: (B)(6)/206311696 , UDI#: (B)(4). H4: mfg date 01-nov-2012 for product ID: 1845000, serial/lot #: (B)(6) /206867475 h3: analysis found that pre-repair temperature after one minute was 106.6f at distal and 124.8f at base. The motor was worn, noisy and overheating, h6: c1101, g04090 for product ID: 1845020, serial/lot #: (B)(6)/206311696 h3: analysis found that overheating was not able to be verified due to not locking of burs securely. The device was corroded heavily inside the base. Locking mechanism jammed and difficult to move to lock/unlock position. Hence not locking in the drill bur securely. H6: c0601, c07, g06004, g04130 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that during intra-op, the indigo drill with attachment was overheating. There was no patient or staff impact.